Event description:
A portion of the strip lot number, printed on the test strip val, had rubbed off. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement was shipped.